Event description:
Medtronic has rec'd add'l info regarding about pt's status. It was reported that the post-operatively pt did poorly and life support was discontinued two days post-implant. The pt had multiple organ failure and sepsis and expired on an unk date. An autopsy was not performed.

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. The patient's aortic neck was reported to be angulated. The patient was reported to have previously been turned down for a coronary artery bypass graft procedure due to heart and other health issues. It was reported that prior to closure the physician noted that the patient's belly was distended and the patient's blood pressure dropped. The patient was opened via a midline incision and two to three liters of blood were removed from the retroperitoneum. The physician was reported to have examined the sma and celiac areas, and the aneurysm and iliac arteries; an endoleak was not detected. It was reported that a small vessel detached from the aortic branch and was oozing blood. A 5.0 stitch was placed in the vessel to stop the bleeding. The patient was reported to have been sent to the intensive care unit for observation. It was reported that one day post-operatively the left limb of the stent graft thrombosed and the patient had some pelvic ischemia. The patient was also reported to have some coagulopathy problems and was being given blood products. The patient's status is unknown.